Event description:
On the event date, hickman catheter was being flushed through white port by rn when pt reported feeling a "popping" sensation and heard a "popping sound". Chest and fluoroscopic image of catheter showed "no obvious fracture" seen. Contrast then injected through the white port of the hickman catheter, leakage seen in subcutaneous soft tissues. Catheter remains in place in pt.